Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus several times. Performed the displacement test and the test passed. The caller also mentioned that the device was blocked for more than three hours and then alarmed button error. The down button was not responding properly. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. No button error alarm noted. The device was received with intermittent button response due to moisture damage on the keypad trace, scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.